Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, crossing difficulties were encountered. The 60% stenosed, lipid plaque target lesion was located in the left anterior descending artery. The 2.00 x 15 maverick² balloon catheter was unable to cross the lesion. The catheter was removed and the product was completed with another size of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed catheter break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with the inner pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the guidewire lumen. The balloon was tightly folded. The hypotube was kinked 40cm from the strain relief and completely detached 2cm distally from the kink. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).